Event description:
It was reported by the patient that they are experiencing fluctuations in both heart rate and blood pressure. Both are often dropping. They are often not feeling well, feeling dizzy and experiencing headaches and at one time the patient had a "slight pain in their heart". This has been ongoing since the implant. The device has been reprogrammed and their medication has been adjusted. The patient believes that the device is malfunctioning. Follow up is being conducted to find out if there are any malfunctions of the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).